Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called clinic with slurred speech. The patient was transported to the emergency department. A CT scan showed a cerebrovascular accident. Inr 5.8 upon arrival, and CT revealed a hemorrhagic stroke. Inr was reversed with k-centra and IV vitamin k. Neurology and neurosurgery consulted. Symptoms mostly resolved. Patient remains with slight facial droop and slurred speech. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke, bleeding, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.